Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black and user was unable to turn on. The customer verified that all cables behind the machine were plugged in and they turned off and then turned back on. Also verified that the surge protector was not faulty and confirmed that power was flowing to the machine, still issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device screen was black and was unable to be turned on. The field service engineer fse found the station stuck on a black screen. The half height drawer 4.1 and 4.2 in the auxiliary was causing the issue. The fse replaced the controller board and the module board at the back of the drawer to resolve the issue. The drawer was successfully recovered and the machine powered back on. The system functioned as intended after the field service engineer repaired the device.